Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified lower scan result on the adc device compared to an unspecified reading obtained on the competitor brand meter. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer experienced symptoms such as weakness and was unable to self-treat. As a result, the customer had contact with a healthcare professional who obtained an unspecified glucose test, however, details of the treatment were not provided. There was no report of death or permanent impairment associated with this event. Reportedly, a glucose reading by adc device sensor scan of 53 mg/dl, 78 mg/dl, 160 mg/dl was compared to a blood glucose test performed on the competitor brand meter with a result of 167 mg/dl, 145 mg/dl, 230 mg/dl, which when the provided results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The length of adc device was one day. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.